Event description:
The customer reported a speaker malfunction inop on the intellivue multi measurement server x3. No alarm sound came fro the device. The device was reported not to be in use on a patient. No patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a speaker malfunction inop on the intellivue multi measurement server x3. No alarm sound came fro the device. The device was reported not to be in use on a patient. No patient involvement.